Event description:
Boston scientific received info that the pt received inappropriate therapy as the device oversensed the t-wave due to small right ventricular amplitude signals when the sense vector was programmed to the secondary vector. This was attributed to the pt sleeping on their device. During testing in the clinic, no change in morphology was noted when programmed to the alternate vector but oversensing of the small signal could be reproduced in the secondary vector. It was noted that the pt is fairly thin. The system remains in service and no adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.